Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after total knee arthroplasty was performed on (B)(6) 2019, a revision surgery was conducted on (B)(6) 2020. The cause of the revision surgery is unspecified. The patient has recovered from revision surgery.

Manufacturer narrative:
Results of investigation: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision was performed eight months after a uni-kr (medial) for unspecified reasons. Reportedly per the clinical record form the adverse event was ¿revision elsewhere right medial ukr¿, the patient has recovered from the revision, and the study participation was discontinued due to the event. All provided clinical record forms were reviewed, however, no further patient specific clinically relevant information was provided for evaluation. Without clinically relevant information for evaluation, the root cause of the reported revision cannot be definitively concluded. Further patient impact beyond the reported events could not be assessed and per clinical record form, the patient study participation was discontinued with revision at an outside facility. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.